Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of leakage with an infusion set after 3 days after insertion. The leak was reported to be on site. The patient was advised to change the infusion set. No further information available.